Event description:
A pump issued an altitude alarm, leading to insulin suspension. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Cts advised the customer to clean the speaker holes of the pump with a soft bristle brush and a lint-free cloth; however, the customer had no cleaning materials available and planned to call back when ready to proceed.